Event description:
The customer observed variation in hemoglobin results when the patients were tested at different laboratories. The customer indicated that the initial results were tested using the cell-dyn sapphire analyzer. The two patients were tested again at a second facility (platform unknown) within 24 hours. The customer provided the following results (g/l): patient 1: initial 95, retest 78 patient 2: initial 86, retest 69 no impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation in complete. An evaluation is in-process.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00-01, was identified.